Manufacturer narrative:
The glidescope core smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connecting the smart cable to known, good, test verathon equipment and manipulating the cable near the connector end, the video image became static and dropped out intermittently. The verathon technical service representative cleaned both connector ends of the smart cable with alcohol but determined the smart cable to be faulty, with a possible short in the wiring. Upon completion of the evaluation, the returned glidescope core smart cable was scrapped due to there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A verathon territory manager reported that during a patient procedure, using a glidescope core smart cable, the video monitor screen turned black. They reported the customer disconnecting and reconnecting the single-use video laryngoscope and changing the laryngoscope altogether but still experienced the black screen intermittently when inserting the laryngoscope into the patient's mouth. It was reported that the customer had to replace the smart cable with a backup cable during the procedure. No delay in procedure or harm to the patient or user was reported.